Manufacturer narrative:
Product complaint # (B)(4). The following information was requested however, not received. If the further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences like bleeding or wound dehiscence? If so, please clarify. Besides the product being reapplied, was there any other medical or surgical intervention performed (re-operation; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? Product will not be returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported a patient underwent a lipo plastic surgery and abdominoplasty on (B)(6) 2021 and topical skin adhesive with mesh was used. On the seventh day of the post-operative period the product presented 70% detachment being necessary the use of another product for reapplication as a matter of urgency to continue with abdominal healing. Additional information has been requested.